Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 2 months. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a wound healing disorder at the driveline exit site. The patient was discharged without any therapy. According to the healthcare professionals, the event was related to the lvas. No additional information was provided.